Manufacturer narrative:
Follow-up #1: date of submission: 12/29/2015. Device evaluation: the pump has been returned and evaluated by product analysis on 12/14/2015 with the following findings: during investigation, a review of the pump black box data showed no evidence of a battery life issue. A visual inspection of the pump showed that the battery compartment was intact. The returned battery cap was able to fully attach on to the pump. The pump¿s current draws were found to be within specifications. The pump case was removed, and no evidence of moisture ingress or damage to the power circuit was found. The complaint was not duplicated during testing. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release. (B)(4).

Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Event description:
On (B)(6) 2015, the reporter contacted animas, alleging a power (battery life) issue. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.